Event description:
Our affiliate reports to us that during an arthroscopic knee procedure, some of the black insulator material at the distal end of a vapr hook electrode came off into the joint space and adhered to cartilage. The surgeon decided; to avoid cartilage damage, not to attempt to remove the debris to avoid cartilage damage, however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.